Event description:
It was reported by (B)(6) that, at first fitting, the pt hardly recognized and difference with or without audio prozessor despite maximum gain. A new post-operative audiogram revealed, that hearing could not be detected clearly at any frequency. The position of the fmt was checked in a second-look-surgery and found to be good. A rtf measurement shows a functional device. The external parts were checked. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.